Event description:
Biosense webster cs ablation catheter threw error message. Connection issue between catheter and cable was attempted to be helped by changing out cable first. Then the error message for the catheter appeared.